Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
It was reported that the device couldn't power on, via battery power nor ac adapter. The results of the investigation found that the device's downstream occlusion seal was degraded. There was unknown involvement and no patient harm/adverse event reported.